Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v091959, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for arachnoiditis. It was reported that the leads were failing so plans were made to replace the old one. It was noted the charging system was replaced outpatient. The device provided good coverage and pain relief post op. No further complications were reported/anticipated.